Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. Troubleshooting was performed for vibrate anomaly and did not resolved the issue. Customer reports the pump did not vibrate when button was pressed after using up arrow to set an easy bolus amount. Customer also states the battery was not low. Assisted customer in performing a self-test and had one little small beep, but pump did not vibrate either. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit audio/beep/vibrate functions properly and no anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label.